Manufacturer narrative:
Since the original report was filed, the investigation has concluded. No product or logs were returned from japan for analysis into the access site bleeding. The clinical details were reviewed. The act was only 200 seconds at the time of access. Additionally the team did not do proper serial dilation or gain access with echo imaging. The root cause of the bleeding was improper user technique. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical center in (B)(6) discarded the impella product. No investigation of the product is possible. Should more details be shared that lead to root cause, a final report will be filed.

Event description:
A patient in (B)(6) was admitted in cardiogenic shock and had an impella cp placed for hemodynamic support. The support was successful for over 40 hours when the pump was explanted due to concerns of blood loss at the impella access site. The bleed was treated by infusion of blood products. At the pump explant the patient was stable and required no other support.